Event description:
Additional information was received from the patient (pt). Pt stated that the new recharger had resolved the issue. Wearing different outfit had helped with the communication of the device. Patient weight was received. Analysis was performed on returned device.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger h3: analysis of the 97755-s intellis recharger (s/n (B)(6) revealed no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated he has been having an awful lot of trouble with the implanted neurostimulators in the last couple of years. She got a new recharger (B)(6) 2024 patient reported off and on trouble with getting messages for low battery in the controller and looking for the device message over and over when trying to connect to the ins to charge. In the last 4 to 5 months patient is having trouble getting the device connected when she needs to recharge the ins. Several times in (B)(6) 2024 she has not been able to get the controller to find the device at all to charge. Usually patient is charging the ins at night. Patient stated 2 different times in the past couple of days patient stated about the (B)(6) she did not charge the ins at night and by the time she got it to work and take a charge the battery was in the red or orange. Patient reported she has lost about 30 lbs since (B)(6) 2023 and the ins is moving around in the pocket. Patient service specialist asked patient if he has had the implant checked in office by the healthcare provider and pt stated "no" patient verified that she noticed the ins movement in the pocket around (B)(6) 2024. Patient service specialist reviewed that weight loss can cause recharging issues and suggested pt have the ins checked.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6).product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated he is having a horrible time recharging the implanted neurostimulator. Patient stated they have had this problem since implant pt reported she has had equipment replaced but it has just gotten worse over time. Patient stated when they recharge they get in bed with their feet straight and they have trouble finding the device. Pt stated she has also tried charging sitting upright but also has issues connecting. Pt reported sometimes it takes 3 - 4- 5 tries to connect to charge the ins. Patient stated it takes an inordinate amount of time to move from finding the device to checking the recharging quality patient stated sometimes she can't even find the implant and gets the message cannot find device patient stated that she used to be able to charge from 50% and it would only take 20 minutes to get to 100% but now it is taking 3 hours to charge pt reported getting battery low message even when the controller is fully charged. Pt clarified she is charging the ins when getting the message battery low in the controller. Patient mentioned that she just had the controller and recharger and the li battery replaced in (B)(6) 2023. Patient service specialist (pss) is sending a request to repair for the recharger (rtm) cord. Pss suggested pt have the ins checked if the rtm cord does not resolve the issue. Pt mentioned that they have lost about 20 lbs since (B)(6) 2023 and the implant moves around in the pocket. Patient called back reporting that they have not received their replacement package that they were told was going to be overnighted to them. Patient stated that they were expecting the package on friday and have not yet received anything; patient followed up by saying that they are in excruciating pain due to not being able to charge. Patient inquired about who they could call on weekends since they always seem to have troubles on the weekends; agent reviewed the information with the patient. Patient also inquired about the medtronic website and if the website was more generic or not; patient said that they do not find the answers to the questions that they have online. Agent found the patients tracking number and was able to locate the package; agent reviewed information with the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.